Event description:
Additional information was received that the high out of range impedance measurements continued, thus a revision procedure was performed where the right ventricular (rv) lead and device were explanted. Fluoroscopy imaging did not reveal any issues. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms on the competitor's right ventricular (rv) lead. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the actual impedance value was not visible on the daily measurements. It was noted that an health care professional (hcp) programmed the red alert parameters for the rv impedance measurements to high limits due to the competitor's lead. The field representative indicated there was no evidence of a lead fracture at this time. The patient will continue to be monitored.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.